Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet had an unresponsive screen due to a crack, and while awaiting a replacement the user administered a manual insulin injection for a meal but remained connected to the ilet for correction dosing; the agent advised disconnecting from the ilet for at least two hours after a manual injection to prevent overlapping insulin delivery. Symptoms were not reported. Outcomes were not reported. Investigation included troubleshooting and user education regarding appropriate use after external insulin administration. Investigation of this case revealed user technique and use-related factors as the likely contributors, with the device¿s cracked display rendering the screen unresponsive. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device in the context of external insulin use and a damaged display.